Manufacturer narrative:
A field engineering specialist found a clogged rinse needle on a rinse station. He cleaned the rinse needle. The analyzer was confirmed to be operating within specifications. The questionable results obtained were consistent with the analyzer issue found. The issue was resolved by the service activities performed. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable patient results from their cobas 8000 cobas c 701 module. One patient had a questionable high gluc3 glucose hk gen.3 result and one patient had questionable high gluc3 and crej2 creatinine jaffé gen.2 result. For patient 1: the initial gluc3 was 736 mg/dl. The same patient sample was tested on a different cobs device with a gluc3 result of 121 mg/dl. For patient 2: the initial gluc3 was 430 mg/dl. The same patient sample was tested on a different cobs device with a gluc3 result of 106 mg/dl. The initial crej2 was 1.11 mg/dl. The same patient sample was tested on a different cobs device with a crej2 result of 0.73 mg/dl. The results in question were not reported outside of the laboratory. The gluc3 reagent lot was 414649 with an expiration date that was not provided. The crej2 reagent lot information was requested but not provided.

Manufacturer narrative:
Q1: should the incorrect results be flagged to alert the user that the rinse needle is clotted or the washing process was inadequate due to clogged rinse needle? No, the system is not designed to provide this type of monitoring of the rinse function. The software does monitor: the measurement within the specific technical limits for the single application (fixed setting). The measurement within the expected limits (optional use by the lab and specific to the lab) q2: were the incorrect results flagged in this case? If so, please provide details of the flag(s). If not, why not? The results were not flagged. As stated above, the system is not designed to provide this type of monitoring of the rinse function. The high glucose result in this case was reported as 736 mg/dl. This measurement is within the defined measuring range (technical limits) of 2-750 mg/dl and therefore the result was not flagged. Q3: is this failure preventable? How the users going to find out that the rinse needle is not working in the future? The cleaning of the rinse nozzles is a required step of the daily operator maintenance as described in the operator manuals. The excerpt from c501 manual provided below states: "at the end of analysis each day, clean the cell rinse nozzles. Regular cleaning prevents contamination, crystal formation, and blockages." Our technical understanding of the issue is that blockages will not happen if the operator performs the required daily operator maintenance. Q4: what¿s the cause of the clogging of the rinse needle? We believe the cause to be inadequate daily maintenance at the lab. We know of two causes for blockages at the rinse station when the daily cleaning is not performed: crystallization by chemical mixture of different (lab specific) tests. Blockages by particles of non-specified cleaning material used during daily operator maintenance q5: how many similar complaints you have received for the last 12 months for rinse needle clogged with erroneous results generated? We identified two similar cases within 2019 on the c501/ c 502 instruments.